Event description:
It was reported that the pt was fine approx 20 minutes following pump replacement (reference MFR report # 6000030200901196). Several hours later, the pt was having issues. The pt experienced drowsiness and was hard to around, but would arouse to painful stimuli. The pt was breathing on her own. The pt was admitted to the hospital. It was unk if there were other medical issues. There were pills found in the pt's bed, and it was unk where they came from. It was also unclear what the pills were. The dose with the new pump had been decreased 20% from the previous pump. A head CT and chest x-ray were performed and were fine. The programming was verified to be correct. The doctor did not think the catheter or pump were involved, but was not sure what to troubleshoot beyond volume checks and confirmation of the compounded drug. The pt's pump contained compounded baclofen 4000 mcg/ml. Additional information received reported that the pump was changed to minimum rate mode later the night of the event. The pt had been receiving 694 mcg/day of baclofen before the pump replacement. The dose was reduced to 555 mcg/day after surgery. The pt was treated in the intensive care unit (ICU). The day after the event the pt was observed. She was lucid and speaking in the ICU in the morning and doing well. She was put on oral baclofen in the afternoon. It was later determined that the pt's symptoms were due to an opioid overdose. The pt was later discharged. Five days after the event, the pt was receiving 192 mcg/day and was slowly being titrated up.